Manufacturer narrative:
This event occurred in (B)(6). UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with mg2 magnesium gen.2 on a cobas pro c 503 analytical unit. No incorrect results were reported outside of the laboratory. The sample initially resulted with a magnesium value of 4.39 mg/dl, which repeated as 1.97 mg/dl. The magnesium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer readjusted both reagent probes and confirmed they were rinsed according to specifications. The investigation determined the service actions resolved the issue.